Event description:
Pt reports they received a new curlin pump on 07/09/2025 due to maintenance of old pump. Pt reported they tried to start new pump and followed instructions to start, but when pt help prime button the screen flashes and comes back to hold prime option. Pt reports pump is not running. No further information, details or dates available. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/frequency: gamunex-c - infuse 50gm (500ml) intravenously daily for 2 days every 3 weeks. Did pt miss a dose or have an interruption to therapy? ¿ unknown. Did adverse event(s) result due to product issue? ¿ unknown. Did pharmacy replace device? ¿ yes. Is device associated with event available for return? ¿ unknown.